Event description:
A malfunction was reported on the customer's pump. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and guided them through the reset process. After resetting, the malfunction did not recur.